Event description:
The customer reported with bruising on forhead and bleeding by the eye socket after using the mask. They immediately stopped using the mask after having the reaction.

Manufacturer narrative:
The event was not reported within the required reporting timeframe due to delayed internal escalation. Upon identification, the complaint was immediately evaluated for reportability and submitted. A supplemental report will be submitted once investigation occurs.